Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The first patient sample also had discrepant results for ise indirect k, cl for gen.2. No incorrect results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted with an na value of 120, repeating as 140. The first sample initially resulted with a k value of 3.7, repeating as 4.3. The first sample initially resulted with a cl value of 91, repeating as 105. The first sample initially resulted with an na value of 120, repeating as 140. Both samples were repeated a second time and the results from the second repeat were close to the first repeat values. For both samples, the first repeat values were reported outside of the laboratory since these were close to the second repeat values. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.